Manufacturer narrative:
Patient information was requested; none was available.

Event description:
The customer reported they were unable to turn the device off. There was no patient harm.

Manufacturer narrative:
(B)(4).